Event description:
Pt had noticed volume fluctuations, intermittency and white noise interference sounds when wearing the processor. These have worsened and the pt is currently reported to only be hearing white noise or no sound. Multiple exchanges of the external equipment did not resolve the problems.